Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 72-year-old female undergoing high risk percutaneous coronary intervention was planned for an impella device placement for mechanical circulatory support. Upon insertion of the impella pump, the patient coded, pump placement was aborted, and decision was made by the physician to place the patient on extracorporeal membrane oxygenation support. The patient was noted to be in stable condition.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition related as the patient coded upon insertion and they were not able to pass the impella through the vasculature. Impella cp with smartassist for use during cardiogenic shock and high risk pci & impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ impella cp with smartassist for use during cardiogenic shock and high risk pci section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ d4-updated model number in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.